Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection of the photos, it appeared that the plate was detached of the tissue. A manufacturing record evaluation was performed for the finished device lot number:9l98825, and no nonconformances were identified. Based on the condition of the anchor, this complaint can be confirmed. There were no details provided as to when this failure has occurred; therefore, a definite root cause for this failure cannot be determined. Based on the meniscal repair technique guide, it is necessary to choose the portal which most easily allows the delivery needle to be inserted perpendicular to the tear site. Moreover, the operator did not squeeze the red trigger to its fully position. As per IFU, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue; once inside the joint space, remove the instrument. Desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the healthcare professional in china that during a meniscal repair procedure on (B)(6) 2023, it was observed that the plate on the truespan meniscal repair system peek 24 degree device detached. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.